Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "defib fault 78" when the device was charged to over 50 joules. The complainant indicated that there was no patient involvement in the reported malfunction.